Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported ¿channel was clogged be a brush¿ issue could not be confirmed upon inspection and the root cause could not be determined, however, based on the customers report, the issue was likely the result of use stress, external factors, or handling. The event can be prevented by following the instructions for use which state: "5.5 manually cleaning the endoscope and accessories". ¿warning¿ ¿the channel cleaning brush (bw-20t) is consumable. The single use combination cleaning brush (bw-412t) is for single use. Repeated usage of these brushes may cause the brush head to become bent or kinked, which could cause it to come off during use. Confirm that the brush is free from any damage or other irregularities before and after use. If a piece of the brush comes off inside the endoscope channel, immediately retrieve it. Confirm that no parts remain inside either the instrument channel or the suction channel of the endoscope by carefully passing a new brush through both channels. Any part left in the channels can drop into the patient during a subsequent patient procedure. Depending on the location of the missing part, the part may not be retrievable by passing a new brush. In this case, contact olympus¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
UDI not available; device not distributed in us. The subject device was sent back to olympus for evaluation and the customer¿s complaint that the brush was clogging the channel was not reproduced but the occurrence is likely. During inspection and testing the following was also found: bending angle in the up direction did not meet the standard value and the play in the up/down knob was out of standard value due to the wear of the angle wire, the adhesive on the bending section cover had a chip due to physical stress, the objective lens was discolored due to deterioration caused by chemical stress, there were scratches on multiple parts of the device due to handling, the forceps channel port was shaved due to handling, and the paint on the suction cylinder was peeled due to handling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly

Event description:
The customer reported to olympus that there was an anomaly in the channel of the subject device and they suspected it was clogged by a brush. There were no reports of patient harm associated with this event.